Event description:
It was reported that deflation issue occurred. A synergy megatron drug-eluting stent was deployed; however, upon trying to remove the stent delivery system, the balloon had not deflated completely. Multiple attempts were made to go neutral and pull negative on the indeflator, but without success. The physician then used another guidewire to poke a hole in the balloon and successfully removed both the balloon and stent delivery system. The procedure was completed, and no patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.